Event description:
Half of tampon broke off inside [foreign body in reproductive tract]. Half of tampon broke [device breakage] . When removing a tampon...half of it broke [complication of device removal]. Case narrative: consumer reported via email that half of the tampon broke off inside of her. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Half of tampon broke off inside [foreign body in reproductive tract]. Half of tampon broke [device breakage] . When removing a tampon...half of it broke [complication of device removal] . Case narrative: consumer reported via email that half of the tampon broke off inside of her. No serious injury was reported.